Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient is experiencing an unexpected outcome due to the axis of astigmatism flipped. In a follow-up, the surgeon reported the event continues. The lens is in the capsular bag with no opacity. Additional information provided indicated that an unapproved handpiece was used.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used; however the lens/cartridge combination was used with an unapproved handpiece. There have been no other complaints reported in the lot number. Additional information was requested on 03/30/2012 by fax and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).